Event description:
It was reported that right atrial lead exhibited high pacing thresholds. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).